Event description:
It was reported that there was a leak from an automated peritoneal dialysis (pd) set with cassette. The leak was said to be coming from the tubing connected to the transfer set connector. This was identified about 3 hours after the start of the treatment when excess solution was found on the patient¿s bed. The patient finished pd therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number s13l14036 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.